Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported during insertion when the clinician slides the dilator into the sheath it does not click/lock into place and comes right out. They have to hold the dilator in place during the case. There was no delay in treatment and no patient death or complications reported.